Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was not reproduced but confirmed through a review of the device event history log. Sys error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.